Manufacturer narrative:
On january 10, 2022, mentor became aware that patient only experienced deflation on left side post procedure. Patient experienced capsular contracture baker grade unknown on the right side. Date of implantation is (B)(6) 1999. Date of event is (B)(6) 2003. Date of explant is (B)(6) 2017. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: autoimmune disorder, toxic reaction, deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, toxic reaction, deflation. (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 275cc mentor siltex round moderate profile saline breast implants experienced bilateral deflation, connective tissue disease, brain tumor, fibromyalgia, rheumatoid arthritis, infection and nodules on thyroid post procedure. Patient was involve in a car accident on an unknown date and hit her head and chest against the steering wheel. As a result, patient underwent bilateral removal and replacement with no replacement on (B)(6) 2019. Patient stated that during surgery the physician poked implant (side unknown) and was covered in an infection. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
It was discovered on (B)(6) 2020, a manufacturing record evaluation (mre) was performed for 188825 which was originally provided and omitted in initial report. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number is 188825. Manufacturer¿s reference number:(B)(4).